Manufacturer narrative:
Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient presented with dislocated hip. Patient was taken to surgery and a revision of primary was done. The accolade 1 had a worn trunnion and femoral head disassociated from stem. Stem was found to be too damaged to put another head as replacement. Therefore revision was done. The femoral component, femoral head and poly were removed and replaced.